Event description:
The cuff started leaking after intubating in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously submitted fdc code d02 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found visually, there was no significant damage to the packaging carton. The packaging carton contained inserts and a size 8 trivantage tube. The harness and adapter were missing from the tube when returned. There were traces of contamination found on the cuff, and traces of liquid found inside the tube and inside the cuff. There was a surgical tape wrapped around the tube (near the clamp shell). Functionally, a syringe was used to inject 15cc of air into the cuff, and cuff deflated immediately. The cuff was submerged under the water for leak observation, and while inflating the cuff, the bubbles appeared. There was a puncture in the cuff (near the proximal end of the cuff) and the puncture measured 0.173 inches in length. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively for hemithyroidectomy procedure, cuff started to leak heard by surgeon. Procedure was continued with the reported tube. There was no patient impact.